Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828800pl) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device, as per IFU: accumulation of biological matter within the valve can cause difficulties adjusting the valve setting with the tool kit and impair the anti-reflux function or could be due to a kink of the catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect - clinical code: e2302, e232402, e0120, e2320.

Event description:
A customer reported that a certas valve (ID: 828800pl) was implanted on (B)(6), 2024. The valve was not functioning as intended and was subsequently removed and replaced on (B)(6) 2025. The patient experienced clinical signs and symptoms including confusion, inability to ambulate, urinary incontinence, non-responsiveness, vomiting, excruciating headache, and forgetfulness, elevated bp 200/100 needed arterial line and medication.